Event description:
Add'l info received from MFR on 11/16/2002: the user facility did not return the complaint sample to MFR therefore they could not perform an evaluation. The device history record, revealed no discrepancies.

Event description:
Bard brand wang needle used during bronchoscopy in conjunction with olympus bronchoscope. Spring at tip of needle became separated during procedure. Unable to locate spring - not visible on 2 post-procedure chest x-rays, not found in procedure room or scope.